Event description:
Initially, it was reported that the patient was experiencing inaudible voice intermittently, hoarseness that goes away after a few minutes, pain in the neck and jaw and discomfort from device stimulation. It was reported that the physician was unable to titrate the device settings because the patient cannot tolerate the settings. It was later reported that the patient was admitted to the hospital for extreme pain related to device stimulation. The physician taped the magnet over the device to disable stimulation; however, the patient reported that the pain did not resolve and she could feel the device stimulating still. System diagnostics were run and were reported to be within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: intervention required to prevent permanent impairment/damage was inadvertently checked instead of hospitalization. Suspect device UDI, corrected data: the initial report inadvertently did not include the UDI. D. Suspect device UDI : (B)(4).

Event description:
It was reported that the physician saw this patient urgently as the patient was crying from the vns that was shocking continuously. The patient reportedly wanted the device explanted. The physician disabled her device after which she reported feeling a little better for a short amount of time. The physician could not perform system diagnostics as the patient was unable to tolerate the 1 ma current. The next day, the patient started having continuous shocking and pain even though the device was disabled. The patient was told to come in the next day after trying magnet disablement, ibuprofen, and ativan for her symptoms. The patient was referred for explant surgery. It was reported that in the past the patient could not be titrated up past 0.75 ma due to tolerability issues, so her settings were adjusted to 0.5 ma in april. No additional relevant information has been received to date. No known additional surgical or medical interventions have occurred to date.